Event description:
It was reported that post a coronary drug eluting stenting procedure, a death occurred. Rotablator was used and a taxus express2 3.0x20mm drug eluting stent was implanted. No complications occurred during the procedure. No dissection occurred. There was excellent angiographic results. Patient status was satisfactory post procedure. The patient had been officially discharged from the hospital. While getting dressed to leave the hospital, the patient experienced "some heart block" and flat lined and never recovered. The physician stated "there may have been a possible arrhythmia issue not established or a blockage in the right system that was to be addressed at a later time." Additional information has been requested, but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.